Event description:
The customer reported that a patient (age & gender unknown) underwent gastric hemostasis using an injection gold probe device during esophago-gastro-duodenoscopy. The physician indicated that the tip of the gold probe fell inside the patient's stomach. The physician retrieved the tip successfully using graspers. It was also reported that there were no complications to the patient following this event.

Manufacturer narrative:
This device has not been received by this manufacturer, therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.